Event description:
The following is based off a review of the pt's medical records provided to davol by the pt attorney. On (B)(6) 2007, the pt was implanted with two bard/davol flat meshes during a laparoscopy with burch retropublic urethropexy, mesh sacral-colpopexy, and intraoperative cystoscopy procedure. On (B)(6) 2007, the pt had surgical intervention to bowel obstruction. Of note, a 1 cm omental band extended from the left upper quadrant to the periumbilical area and was released. Of note, no add'l surgical intervention was required after release of the adhesions.

Manufacturer narrative:
Based off a review of the pt's medical records, the pt was implanted with two bard/davol flat mesh devices. Six days after the initial implant the pt underwent surgical intervention for a small bowel obstruction and release of omental adhesions. The bard flat mesh devices were not mentioned in the medical records as causing or contributing to the bowel obstruction. A manufacturing review was performed and found no evidence of manufacturing related cause for the reported event. With the current info available, it is unk if the bard flat mesh devices may have caused or contributed to the reported event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2014-00284 for info related to the other bard flat mesh implanted on (B)(6) 2007.